Event description:
It was reported that an alert was triggered for high impedance on the rv coil on the right ventricular lead. The impedance was noted to have a slow steady rise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2012; 4196 implantable pacing lead (B)(6) 2012; 5076 implantable pacing lead (B)(6) 2012. (B)(4).